Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. A visual inspection was conducted on the plate and heavy wear could be seen on its surface. Multiple wear marks/ indentations could be seen on the plate surface. The plate has fractured into two pieces. The DHR will not be reviewed as the lot number remains unknown. There are no indications of manufacturing defects. For this part (44-1023) and the previous two years (from the notification date) regarding the plate fracturing, there is a complaint rate of 0.43%, which is no greater than the occurrence listed in the application fmea. The most likely underlying cause is excessive force causing the plate to fracture and a lack of a bone graft as indicated by the customer. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Medical products: unknown screws, part# unk, lot# unk. The user facility is foreign; therefore a facility medwatch report will not be available. Report source: (B)(6).

Event description:
It was reported a reconstruction plate fractured eighteen months after implantation. The plate was originally implanted with no bone graft. The fractured plate was removed in a revision and a new plate was implanted. No additional patient consequences have been reported.